Event description:
This ra lead was implanted on (B)(6)1994 and was explanted on (B)(6)2018. A product experience report was received on (B)(6)2018 stating that this lead exhibited oversensing and noise. The physician was dr. (B)(6) at (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).